Manufacturer narrative:
The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
On (B)(6) 2025, a customer contacted technical service to report that nurse call installation (product code p2599nncinstall, serial number (B)(6), 3rd floor b berg), had bed exit only alerting inside rooms but no audible alert at nurse station grs10. There was no patient injury or death reported with this event.